Event description:
It was reported that the atrial lead was dislodged and had no atrial sensing and was not stimulating the atrium. The lead remained implanted and physician reprogrammed the device and changed the discriminators to single chamber.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.